Manufacturer narrative:
The na electrode lot number is q3914 and the expiration date is 10-sep-2024. It was found that the customer centrifuges patient samples for 5 minutes, which is too short of a time. The calibration and qc recovery data provided was acceptable. The alarm trace showed multiple abnormal aspiration and sample short alarms which may be indicative of poor sample quality. The field service engineer (fse) found that the vacuum tubing was pinched by the ise cover and the sipper nozzle was misadjusted. The fse replaced the damaged vacuum tubing, cleaned and adjusted the sipper, cleaned the ise block and probe, primed the ise flow paths, and performed precision testing successfully. The customer performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 1 patient sample on a cobas pro ise analytical unit. The initial na result was 147 mmol/l. The patient's nurse questioned the results and the sample was repeated. The sample was repeated on another analyzer and the repeat result was 139.6 mmol/l. The repeat result was deemed correct.